Manufacturer narrative:
One cadd legacy plus pump was received for investigation. All labels were still intact and no physical damaged was found on the device. As a result of checking the log, it was confirmed that the "no disposable" alarm have occurred continuously after the pump started, between aug 1, 2021 and feb 12, 2022. A functional test was performed on the pump and the reported problem was not confirmed or duplicated. A preventative measure was taken, the downstream sensor replace and upstream sensor re-calibration. Although the function of air detector was off when the event occurred, a functional test confirmed that the air detector was defective, so it replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jul. 2019, and is out of warranty therefore, no manufacturing DHR review is needed.

Event description:
It was reported that during the use of the product, the customer noticed the reservoir volume decreased, but the actually infused amount indicated on the display did not increase. After that, an alarm went off. The type of the alarm was unknown. No patient injury and no additional information available.